Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar cautery instrument tip had a crack. The procedure was completed as planned with no reported injury. Intuitive followed up and obtained additional information. The tip of the instrument was cracked. Yes, the instrument was inspected upon opening, and it was not used in the procedure. The procedure had not started when it was discovered. Staff retrieved a new instrument to use in the case. No patient information is available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instruments tube adapter which serves as the interface between the monopolar cautery tip accessory was found to be cracked. The crack measures approximately 0.32mm x 6.47mm in size. There was no material missing as a result of the crack. The root cause of this failure is attributed to mishandling. The instrument was found to have one electrical contact from the conductor wire broken at the distal end. The broken contact measures approximately .085mm x 2.19mm in size and was not returned with the instrument. The root cause of this failure is attributed to mishandling. The instrument was found to have a detached fragment. The detached fragment was one of the electrical contacts that broken off from the conductor wire. The detached fragment was not returned with the instrument. The root cause of this failure is attributed to mishandling/misuse.